Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the cause of the foreign object residue was likely due to reprocessing deviating from the instruction manual. This event can be detected and prevented by following the IFU below: detection methods are described in the gif/cf/pcf-290 series instructions for use, operation section, chapter 3: preparation and inspection. Prevention measures are described in the gif/cf/pcf-290 series instructions for use, cleaning/disinfection/sterilization section, chapter 5: reprocessing of endoscopes (and accessories reprocessed together). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter inside the nozzle. There was no patient involvement.